Event description:
See MFR report # 1627487-2007-00018.

Manufacturer narrative:
Device 2 of 4 reference manufacturer report number 1627487-2007-00018. Evaluation codes -method: device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specifications. Conclusion: device was discarded, unable to follow-up. Advanced neuromodulation systems, inc. Has limited information related to the patient's medical history and is unable to form a medical opinion as to the relevance of the patient's history to the event reported.